Manufacturer narrative:
Film evaluation summary: the cause of the screw gear break, likely leading to the implantation difficulties, could not be determined from the limited films and several site photographs of the delivery system. The films returned revealed that the single valiant stent graft was implanted within the descending thoracic beginning ~7cm distal to the lsa, just past the arch, and distal to (not excluding) the taa seen beginning ~2cm caudal from the lsa. Additional films during implant, including images during delivery of the stent graft, were not available for return. Several returned photograph¿s of the delivery system confirmed the complaint; the screw gear was broken across in 2 pieces. The break occurred just distal to the side port extension near the location of the tip capture release handle near the back end of the device. Both halves of the release handle were seen; no obvious abnormalities were seen with the handle. Other than screw gear break, the delivery system was unremarkable, and there were no other apparent device issues observed. The root cause of the event could not be determined from the images provided. The delivery system was not available for return for a more detailed a nalysis. It is possible that shipping damage may have led to the screw gear break and resulting events during implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported there were no abnormality noticed during inspection prior to use of the device in the patient. The valiant stent graft was advanced to the target position. During deployment of the valiant stent graft the rear release knob was observed to be broken. The rear handle had been pulled down but the proximal bare stent of the valiant device had not been released. The physician disassembled the back end of the delivery system and was able to deploy the stent graft. However, during the manipulation of the delivery catheter, the stent graft was displaced and failed to isolate the thoracic aortic aneurysm effectively. The physician elected to complete the procedure without implanting an additional valiant stent graft. No additional action was taken and the patient was discharged from the hospital. Per the physician, the cause of the event was related to the device. No clinical sequelae were reported and no patient injury reported as a result of the event.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.